Event description:
7 fr splittable sheath introducer used to implant transvenous pacemaker leads. The hemostatic valve remained after the sheath was split and removed from the pocket. Surgeon removed the hemostatic valve manually.